Manufacturer narrative:
(B)(4). Concomitant medical products: 211218, compr srs prox bdy - lg 42mm, unknown; unknown, unknown intercalary segment, unknown; unknown, unknown regenerex augment, unknown; unknown, unknown intramedullary stem, unknown; 211251, compr srs 60mm dst hml bdy lt, unknown; unknown, unknown pps augment, unknown; unknown, unknown seas head, unknown. Report source, foreign - the event occurred in the (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01570; 0001825034 - 2018 - 01571; 0001825034 - 2018 - 01572; 0001825034 - 2018 - 01573; 0001825034 - 2018 - 01574; 0001825034 - 2018 - 01575; 0001825034 - 2018 - 01576. Product location unknown.

Event description:
It was reported that a patient underwent a right elbow arthroplasty. Subsequently, the patient experienced inability to open jar, inability to do heavy chores, inability to carry bag, inability to wash back, inability to cut, inability to do recreational activities, inability to perform social activities, moderate limitations in daily activities, moderate pain, and moderate difficulty sleeping. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4)> multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 04190; 0001825034 - 2018 - 04192; 0001825034 - 2018 - 04193; 0001825034 - 2018 - 04194; 0001825034 - 2018 - 04195; 0001825034 - 2018 - 01571; 0001825034 - 2018 - 01576; 0001825034 - 2018 - 01572; 0001825034 - 2018 - 01570; 0001825034 - 2018 - 01575. Unknown part/lot: baseplate, central screw, discovery ulna, peripheral screws, discovery humeral condyle kit, long intercalary segment, short intercalary segment, humeral tray, humeral bearing. 211218 compr srs prox bdy - lg 42mm, lot unknown. 211251 distal humeral body, srs, lot 706690. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. No medical records received. X-rays were submitted for review. Overall fit and alignment of the implants is grossly appropriate. No definite evidence for loosening or radiolucency. Root cause was unable to be determined.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.